Event description:
Report received of an under-delivery. The pump was returned to the clinical engineering department with an unsigned note that read, "under-delivery, the device was set to infuse 1000ml of an unknown solution at a rate of 100ml/hr for ten hours. At the end of the ten hours, there was 200ml of solution remaining in the bag." There was no tracking information in order to obtain specific patient or event details. Though requested, no additional information was available.